Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer also stated that the cannula is bent. Customer's blood glucose reading was 219 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, the sensor was returned with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.